Event description:
It was reported that the patient had lack of efficacy. An x-ray revealed that the catheter had migrated and the tip was noted in the caudal end of the thecal sac. The patient's catheter was revised. The patient recovered without sequela. The patient's pump contained lioresal (baclofen injection).